Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is being monitored and has not been revised to date. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that the patient received an acetabular cup, left side on (B)(6) 2006. The device is still implanted. The patient is being monitored.